Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements from the 70 ohm range to the low 90 ohm range. Boston scientific technical services (ts) explained to the healthcare provider (hcp) that the measurements are still within normal specification limits, they should continue to monitor, and they will receive an alert if the measurements reach 125 ohms. Ts discussed what occurs when the shock impedance reaches 145 ohms associated with a high energy shock delivery and noted a gradual rise in impedance is indicative of something physiological, not a lead fracture. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was subsequently received that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this rv lead exhibited high out of range shock impedance measurements of greater than 125 ohms. The rv lead remains in-service. No adverse patient effects have been reported.